Event description:
No breathing function - alarm pip> 100 mbar, peep -20 mbar. After exchange of pc 1750, calibration etc. The device was okay. Incident according to staff: kion on manual, pt no longer connected to kion, pt was sucked (bronchus), kion pre-use checked-noise with connected failure + alarm.